Event description:
A healthcare professional reported that the handpiece stopped aspirating during the sculpt phase of three different surgeries. There was no patient impact. The surgery was completed replacing the handpiece and the tip. Additional information has been requested but not received to date. This is one of two medical device reports. This report is for the first patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).